Event description:
The customer reported that insulin from the back of the reservoir maybe was leaking. The blood glucose reading was 86mg/dl. No further information was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for any defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.